Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the device was interrogated in the box, the implantable cardioverter defibrillator could not establish rf telemetry. Device was not used. No patient was involved in the event.